Event description:
The user reported that the cord emitted sparks.

Manufacturer narrative:
The user reported that the cord emitted sparks. Our inspection revealed a cut in the cord near the switch that could have exposed the user to bare wire. Failures of this type are generally a result of overbending the cord or getting it caught in a mechanism. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this failure type.